Event description:
The lead was explanted and replaced due to visible lead defect resulting in noise. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found clavicular crush damage distal to the suture sleeve tie impressions, exposing and damaging the outer coil. All of the five filars of the outer coil were found fractured at the location of the clavicular crush damage. The reported events of lead noise and visible lead defect which were confirmed. The cause of the reported events is consistent with clavicular crush.